Manufacturer narrative:
The chemistry analysis of the pvc material is a material used in the manufacturing process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Chemistry results indicated that the sample spectrum is consistent with polyvinyl chloride (pvc). An investigation is on-going to see if that component is present in the manufacturing process.

Manufacturer narrative:
One 834f75 catheter with a monoject limited volume syringe was returned for examination. The reported event of ¿yellow piece of plastic" was confirmed. A yellow rod, measuring 1.04" long and outer diameter of 0.0280", was received with the catheter. The rods used to plug rv infusion lumen, proximal injectate lumen and ra infusion lumens at the lumen ports were intact. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. There was no visible damage on the catheter body. The unknown material will be sent for chemistry analysis. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It should be noted that no patient complications were reported for this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the catheter was flushed prior a right heart procedure. During the procedure poor pressure tracings were observed. The catheter was taken out of the patient to re-flush the ports. The md took the caps off the ends and went to flush, noticed a yellow piece of plastic sticking out of the port. It was reported that the swan ganz used for right heart procedure. No patient complications were reported. Patient demographics were unable to be obtained.